Manufacturer narrative:
Based on the collected information the root cause of the investigated event cannot be established. No details regarding the circumstances of the fall were possible to be obtained from the customer, as the event was unwitnessed. The side rails were raised when the event occurred. No device failure was observed. The call cable was disconnected from the bed. The instructions for use for citadel bed frame (830.213-en rev. 12) informs user: "verify correct operation of the nurse call system before placing a patient on the bed." The IFU describes also the potential risk of patient's fall/inadvertent exit on several occasions: "to minimize the risk of falls or injury, the bed should always be in the lowest practical position when the patient is unattended." "Whether and how to use side rails or restraints is a decision that should be based on each patient's needs and should be made by the patient and the patient's family, physician and caregivers, with facility protocols in mind. Caregivers should assess risks and benefits of side rail/restraint use (including entrapment and patient falls from bed) in conjunction with individual patient needs, and should discuss use or non-use with patient and/or family." To sum up, arjo device was used for a patient treatment when the event occurred and from that perspective it played a role in the event. No device malfunction was found. This complaint is reportable due to allegation of patient's fall from the bed.

Event description:
Following the information gathered the patient fell from the citadel bed. The staff alleged that during the fall the call cable was disconnected from the bed. The cable was reconnected and the nurse calling cable system was working correctly. No details regarding the circumstances of the fall were possible to be obtained from the customer, as the event was unwitnessed. The staff claimed that the side rails were raised when the event occurred. The patient had fully CT scanned for the possible injuries. The patient got the small bump to the forehead.

Manufacturer narrative:
The investigation is on-going, further information will be available in the next expected report.

Event description:
Following the information gathered the patient fell from the citadel bed. The staff allegded that during the fall the call cable was disconnected from the bed. The cable was reconnected and the nurse calling cable system was working correctly. No details regarding the circumstances of the fall were possible to be obtained from the customer, as the event was unwitnessed. It is unknown whether the side rails were raised when the event occurred. The patient had fully CT scan for the possible injuries. The patient got the small bump to forehead.